Manufacturer narrative:
The insulin pump alarmed button error alarm and no button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 190 mg/dl. The customer's mother stated that her daughter is type 1 and has been on the pump for 4 years. The customer's mother stated that her daughter flew out on friday and has been wearing the pump normally as nothing has happened to it. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.